Event description:
Per the clinic, the patient experienced hematoma at the implant site. Subsequently, the patient underwent three surgical procedures for hematoma drainage on (B)(6) 2023. The implanted device remains.